Event description:
It was reported that customer's insulin pump had an unresponsive keypad. Customer could not deliver a bolus. No other details were provided. Nothing further reported.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.